Event description:
During procedure the stent was unable to be released. As the stent system was removed, the stent deployed inside the guide catheter. The procedure was completed with the use of another stent. The patient is reported to be in stable condition.

Manufacturer narrative:
A device history record review confirmed that the device met all material, assembly and performance specifications. Analysis of the returned device found the microdelivery catheter was compressed at 22.3cm and kinked at 66.2cm from the proximal end. The stabilizer was separated 149cm from the distal end, on its proximal shaft. The stabilizer was accordion wrinkled just distal to the proximal shaft. The stent was returned separately to the delivery system and found to be severely tangled. Stent struts were kinked and separated. It was reported that the stent prematurely deployed inside the guide catheter so the observed damage most probably occurred when the stent was removed from the guide catheter at the user facility. No other anomalies were noted. The anomalies noted to the device are suggestive that a large amount of fiction was encountered during use that resulted in excessive force being applied to the device. It is most likely that as the excessive force was being applied the stabilizer was moved independently to the microdelivery catheter resulting in stent deployment. Therefore, it was concluded that operational context was the most likely cause of the event.

Event description:
During procedure, the stent was unable to be released. As the stent system was removed, the stent deployed inside the guide catheter. The procedure was completed with the use of another stent. The patient is reported to be in stable condition.